Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: event is reported as "stem not posed, operatory difficulty". Devices analysis: cls spotorno femoral stem shows signs of usage. Stem taper and neck evidences a few nicks and scratches. Impaction hole of the stem is observed to be worn a bit as well in an inhomogeneous manner. The length of the stem was measured and it was confirmed, that the laser marking on the stem corresponds to the actual size of the product. Review of internal documents: inspection plan, for the implant states the respective characteristics with different scopes of inspection. The correct implantation method of cls spotorno stem is described in the appropriate surgical technique. Due to unclear event detail it is not possible to relate the complaint to a specific failure mode. It is assumed that the stem was tried to be implanted couple of times, however it could not be implanted due to some reasons. One of the possibilities is that the wrong size of the rasp was used which led the stem to subside followed by the insertion. However, the size of the rasp used is unknown. Another possibility is the misalignment of the impactor during the insertion of the stem. The inhomogeneous worn-out observed at the impaction hole of the stem contributes to this possibility as well. Moreover, the nicks existing on the stem taper are possible indicators of the head trial on the stem. Possibility of a wrong stem size due to incorrect laser marking during the manufacturing process is excluded as the measurement of stem confirmed that the laser marking corresponds to the actual size of the product. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The MFR did not yet receive the device for review. It was mentioned by the complainant, that the device will be returned. Lot number was rec'd for the device. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported: stem not posed, operatory difficulty. No additional information available so far. As the occurrence date of the incident is unk, the MFR awareness date was taken as occurrence date.